Event description:
It was reported to boston scientific corporation that during preparation for a pelvic floor repair procedure using a pinnacle posterior pelvic floor repair kit, the needle "broke" outside the patient. The physician reportedly completed the procedure with another pinnacle posterior pelvic floor repair kit with no consequences to the patient, who is reportedly "ok." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual analysis of the returned mesh assembly revealed that a portion of the lead suture and needle from the blue dilator was missing and was not returned. Visual analysis of the returned capio device revealed no defects. Functional analysis of the returned capio device showed that it operated freely and smoothly. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The cause for this event could not be determined.

Event description:
It was reported to boston scientific corporation that during preparation for a pelvic floor repair procedure using a pinnacle posterior pelvic floor repair kit, the needle "broke" outside the patient. The physician reportedly completed the procedure with another pinnacle posterior pelvic floor repair kit with no consequences to the patient, who is reportedly "ok." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.